Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Reportedly, customer suspected that the pump settings were incorrect. No further patient or event information was available. Recommendation was made to consult with healthcare provider regarding diabetes management.